Manufacturer narrative:
(B)(4). The device was not returned for analysis. It was reported that the sheath size was 8.5f with only one device used. It should be noted that the proglide instructions for use states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, hemostasis was achieved with an additional proglide device. Additionally, the use of only one device would not have contributed to the reported failure to advance the knot. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause could not be determined for the reported difficulty. Factors that contribute to the reported failure to advance the knot (knot lock) may include, but not limited to, user tensions rail suture without distal advancement with knot pusher; user tensions/advances non-rail (white) suture. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a proglide after an electrophysiology procedure using a 8.5fr sheath. Reportedly, when pulling the longer suture, the knot stopped advancing. An additional proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.